Manufacturer narrative:
Per tandem¿s t:slim x2 user guide, ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin¿. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, minimum fill notifications. Reportedly, the cartridge was filled with over 300 units of insulin. The customer's blood glucose level was 232 mg/dl. Reportedly, a new cartridge was loaded onto the pump.